Event description:
The proplast teflon implant that was implanted in 1987 was recalled. In 1993 it was removed. I have received little follow up care or treatment since 1999 when I moved. Most doctors are unaware of the issues and I am having difficulty finding information.